Manufacturer narrative:
A system service check of the envision CT injector, serial number (B)(4), was completed on july 26, 2017 which confirmed that the injector was operating within bayer specifications. The disposable set that was in use during the procedure was discarded by the site. The customer was unable to provide the lot number of the disposables; therefore, testing of retained samples was not possible. In the event additional information is obtained, a follow-up report will be submitted.

Event description:
The customer reported the following: a patient undergoing a CT scan to rule out a pulmonary embolism suffered an extravasation of an unknown amount of contrast while connected to the envision CT injector. The site was unable to confirm which arm the extravasation occurred. When the patient complained of pain during the contrast injection the technologist aborted the injection. The study was incomplete and the patient refused a repeat exam. Warm and cold compresses were applied to the affected limb and the patient was discharged to home. The patient returned to the emergency department a short time later after which an undisclosed medical treatment was provided.

Manufacturer narrative:
Corrected data from initial report: the initial emdr dated july 24, 2017 was submitted with incorrect model number. The correct model number is 59929813.